Manufacturer narrative:
E1:reporting institution phone number: (B)(6).reporter phone number: (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the ventilator could not be used and the carbon dioxide concentration was too high. The device was in use on a patient at the time the reported issue was discovered; however, there was no harm to the patient or user. The device was swapped out with a different device. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Device evaluation and repair are pending.

Manufacturer narrative:
H10: the customer called in to report that their ventilator was unable to be used and the carbon dioxide concentration was too high. The customer's hospital department replaced the pressure sensor to resolve the issue. The customer replaced the pressure sensor to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.